Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned instrument found it to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the provisional fractured during insertion as part of a knee procedure. No adverse events have been reported as a result of the malfunction.